Event description:
Four days post rvad implantation the patient experienced an abrupt drop in rvad flows. An echocardiogram (echo) performed at the bedside showed a full right ventricle with minimal flow to the left ventricle and CT scan was unremarkable. The patient was administered intravenous fluids which only temporarily improved pump flows and elective controller exchange failed to improve flow. The following morning the treating physician elected to take the patient to the operating room for exploratory mediastinal surgery with possible pump exchange. Upon opening chest the surgeon noted that the outflow graft showed no kinks. The surgeon then stopped the pump to look inside. Upon visual inspection tissue was noted to be in the inflow cannula of the rva d and the pump was exchanged. Post-operatively the patient required blood products, including fresh frozen plasma, due to blood loss he experienced during the exchange procedure. Post exchange the patient was returned to the ICU but current patient status is unknown. The explanted pump will not be returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Investigation is ongoing. Product not available for return.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this bi-ventricular assist device (bivad) patient experienced an abrupt drop in rvad flows. A rvad pump exchange was performed and inspection of the explanted pump revealed tissue within the inflow cannula. The patient remained hospitalized in the ICU for treatment and medical management. The devices, the rvad ((B)(4)) and the controller ((B)(4)) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a low flow alarm and a decrease in power consumption and estimated flow starting on (B)(6) 2014 indicative of a possible occlusion. The most probable root cause of the reported inadequate flow rate event may be attributed to an occlusion of the inflow cannula due to tissue/thrombus ingestion within the device. A clinical factor that may have contributed to the reported event includes the patient's history of deep vein thrombosis and pulmonary embolism. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.